Manufacturer narrative:
Investigation summary: one sample was returned to our quality team for investigation. Upon visually inspecting the product, a brown matter was observed on the plunger nerves and thumb press. A device history review was performed for lot 1907210, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The sample was sent for characterization analysis to properly identify the composition of the matter. The testing results indicate the material have components similar to the composition of the polypropylene used in this product. While we could not identify a direct issue, it was determined the particles are burnt polypropylene which generated during the molding process and became embedded in product. Before use, the injection machine used during the molding process is ran to remove an loose particles, rejecting the first few completed pieces. Machines routinely undergo routine cleaning and the final products in this manufacturing line for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing personnel have been made aware of your experience to increase awareness of this matter. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that prior to use it was discovered that the syringe appears to be covered in mold with a bd plastipak¿ 20ml syringe luer-lok¿. The following information was provided by the initial reporter, translated from french to english: the syringe is covered with stains that look like mold.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the syringe appears to be covered in mold with a bd plastipak¿ 20ml syringe luer-lok¿. The following information was provided by the initial reporter, translated from french to english: the syringe is covered with stains that look like mold.